Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they let their implant battery run dead, the stimulation cut off and they couldn't get the stimulation to come back on. Pt stated that they recharged the implant to 100%. During the call, pt was in a charge session controller showed 100% and implant 100% recharging with excellent quality. Agent instructed pt to check for visible damage and confirmed no visible damage to the recharger. Agent instructed pt to stop the charge session and unplug the recharger. Pt noted the stimulation was off, agent walked pt through turning the stimulation on with the therapy on/off button and pt confirmed they can feel the stimulation now. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they let their implant battery run dead, the stimulation cut off and they couldn't get the stimulation to come back on. Pt stated that they recharged the implant to 100%. During the call, pt was in a charge session controller showed 100% and implant 100% recharging with excellent quality. Agent instructed pt to check for visible damage and confirmed no visible damage to the recharger. Agent instructed pt to stop the charge session and unplug the recharger. Pt noted the stimulation was off, agent walked pt through turning the stimulation on with the therapy on/off button and pt confirmed they can feel the stimulation now. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.